Event description:
It was reported that during an in-clinic check, a diagnostic anomaly was observed. No intervention was performed.

Manufacturer narrative:
The reported event of inconsistent at/af burden across multiple session records was confirmed. The at/af burden calculation is dependent on the ¿last clear date¿ and the formula used to calculate the diagnostic changes based on if it has been over a year since the data was cleared. The device is performing per design.